Event description:
It was reported that the patient's stimulation was weak. When the patient pressed on her back at the point where the lead connects with the extension, she was able to significantly increase the stimulation sensation. A number of impedances were run and all were within normal range, even when pressing on the site where the spike in stimulation occurred. Due to the fact that the patient wasn't getting satisfactory stimulation and she was able to manipulate the stimulation, it was decided to remove the lead. The extension was left in place for a possible future replacement. It was decided not to replace the lead and to wait for the analysis results to determine the next course of action. The patient was without a working system and was waiting for the outcome of the analysis.

Manufacturer narrative:
Product ID (B)(4), lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID unknown, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead, serial/lot no. Unknown, found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.